Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the pain stimulator battery was not working. Additional information received from the consumer reported the patient's wires migrated and dropped low. There was no healthcare provider (hcp) who would fix it or would explant the devices. The patient lost the recharger, but was able to borrow another patient's recharger and made it work. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.